Manufacturer narrative:
Please retract this report 2017865-2013-04910 the same issue was reported as 2017865-2013-04652.

Event description:
It was reported that the right atrial lead exhibited loss of capture due to lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.